Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american indian or alaskan native female patient underwent a primary breast augmentation with 550cc mentor memorygel breast implants and experienced postoperative unilateral rupture, left sided baker grade iii capsular contracture, and right sided baker grade ii capsular contracture post procedure. The rupture diagnosis was confirmed by physician upon examination. It was reported that the patient plans to replace their impacted device with a mentor gel breast implant. However, at the time of this summary, mentor has received no information regarding explantation or an expected explantation date. The left sided capsular contracture and rupture was reported initially under 1645337-2019-23167 on (B)(6) 2019. On (B)(6) 2020 mentor received additional information and initial awareness of bilateral issues. This report relates the right prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. It was stated that the patients capsular contracture has resolved. Manufacturer¿s reference number: (B)(4).